Event description:
The service report shows while performing unrelated service of the device the mallinckrodt customer engineer (cse) noticed that the audio alarm is functioning intermittently. The cse inspected the device and replaced the motherboard. The unit passed extended self testing. There was no patient involvement.